Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the "poor communication" screen. The patient secured the antenna and synced it with the ins and this didn't resolve the issue. The patient then placed the programmer directly over the ins and synced it with the ins and this too didn't resolve the poor communication issue. They noted that they weren't feeling stimulation and that it turned off all by itself. The patient was directed to their healthcare provider to have the ins checked. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.